Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube window.

Event description:
It was reported that the customer experienced high blood glucose levels for the past 2 weeks. The caller stated that yesterday evening, the blood glucose reading was 9.9 mmol/l. When the customer woke up on the morning of the call, the blood glucose reading was 25.9 mmol/l. The caller checked the basal rates, time and date settings, and alarm history, and they all were reportedly fine. The insulin pump also passed the high pressure test. Advised the customer to replace the infusion set from a new box. The caller advised that the insulin pump would be monitored during the day and a call would be made if the problem persisted. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.